Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an orthopedic salvage procedure on (B)(6) 2001. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent a orthopedic salvage procedure on (B)(6) 2001. Subsequently, revision is recommended due to stem loosening. There has been no reported revision procedure. No further information has been provided to date.